Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels reaching below 70mg/dl. Customer stated low bg levels were due to exercising. Customer ate 15 grams of carbohydrates to bring bg levels back to target range.